Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing on the plunger cases. The top case had damage, contamination was observed around the pump, the right plunger case was cracked, the bottom case was damaged, and the battery was missing. The investigation observed that it appeared that the customer had tried to pry the housings apart. Review of the event history log showed an occurrence of a "force sensor test" alarm. Functional testing was performed and it was found that the pump was exhibiting a "force sensor test" alarm. The investigation determined that damage to the force sensor cable due to impact was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. The top case and force sensor were replaced. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Event description:
It was reported the device exhibited a broken plunger. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.